Event description:
Per the clinic, the patient experienced migration of the implant, short circuit at four electrodes, poor performance and poor sound quality with the internal device (specific date not reported). It was noted that the patient decided not to wear the sound processor. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.